Event description:
Pt was admitted on (B)(6) 2012 with possible vad thrombus. Pt was treated and discharged on (B)(6) 2012. Thoratec urgent medical device correction notice was received on (B)(6) 2012. After reviewing the report, reviewing the pt's x-rays and consulting with the company rep about the pt's presentation, clinical picture, it was felt that the pt may have had a partial non union of the bend relief.